Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of x-rays provided. X-ray review by a radiologist indicates that the tibial component is affixed by screws, with the longest lateral screw extending slightly beyond the cortical margin of the tibia. There is narrowing of the medial compartment of the prosthetic joint space most consistent with polyethylene wear. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Per package insert natural knee ii system wear is one of the adverse effects of the tka procedure. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation as the patient has kept the device. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient's articular surface was revised due to wear. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products - unknown nk ii femur, unknown nk ii tibial tray. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to unknown reasons. However, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.